Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120155. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection complied with the dmr. Retention samples were checked and met criteria. The issue could not be reproduced.

Event description:
Invalid result (s). Customer's test had no c or t line. She confirmed that she performed the test properly.